Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were less responsive. The customer's blood glucose level was unknown. The customer reported that sometimes had to press buttons twice. The customer also reported that they replaced battery and the insulin pump lost settings and had unexplained no delivery alarms. The insulin pump will not be returned for analysis.